Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
On (B)(6) 2020, the patient developed a leak in the ett cuff that was fixed by inflating the cuff to get a seal (captured in 30033898360-2020-00311). On (B)(6) 2020, the leak started again and the patient was having trouble maintaining pressures from the ventilator. It was reported the respiratory therapist had trouble removing air from the cuff and there was no resistance in the cuff when removing air. An emergency bronchoscopy was performed and the patient was extubated with trauma to the trachea. The patient was reintubated. It was reported when the tube was removed from the patient the cuff was noted to be over inflated and misshaped. Additional information was requested on the patient's condition, but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10116 et tube, cf, 8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the balloon cuff partially inflated. The cuff was misshapen as it appeared stretched out. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. First, a lab inventory syringe was connected to the pilot balloon and the balloon cuff was deflated. Next, the syringe was filled with air. Using hand pressure, air was injected through the pilot balloon valve. Upon injection of air, the balloon cuff was able to inflate completely. The balloon cuff was stretched out and misshapen. However, no leaks were detected and the cuff was able to deflate completely as well. The et tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, no leaks were observed. R and d engineers and the manufacturing site were consulted. It was confirmed that the sample appears to have been over-inflated. Over-inflation of the balloon cuff can cause the balloon walls to deform and stretch out. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff will not deflate during use" was not confirmed based upon the sample received. The returned et tube had its balloon cuff partially inflated. The cuff was deformed as it appeared to be stretched out. Upon functional inspection, the balloon cuff was able to properly inflate and deflate with no leaks being observed. However, the balloon cuff was stretched out and deformed. It was confirmed that the sample appears to have been over-inflated. Over-inflation of the balloon cuff can cause the balloon walls to deform and stretch out. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. Any balloon cuff deformities would be detected during the assembly process. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
On (B)(6)2020 , the patient developed a leak in the ett cuff that was fixed by inflating the cuff to get a seal (captured in 30 033898360-2020-00311). On(B)(6)2020 , the leak started again and the patient was having trouble maintaining pressures from the ventilator. It was reported the respiratory therapist had trouble removing air from the cuff and there was no reisistance in the cuff when removing air. An emergency bronchoscopy was performed and the patient was extubated with trauma to the trachea. The patient was reintubated. It was reported when the tube was removed from the patient the cuff was noted to be over inflated and misshaped. Additional information was requested on the patient's condition, but was not available at the time of this report.